Event description:
It was reported that during routine removal of the catheter, it separated and a piece approx 1 1/2 cm in length was retained. There are no plans to remove the separated portion, since the pt has had no complications.